Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the main board. The customer declined repair of the device. The device was labeled "not certified for clinical use" and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.